Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up one week after the implantation of this left ventricular (lv) lead, the patient reported feeling chest pain. It was discovered that there was loss of capture on this lead at maximum outputs. A chest x-ray was performed and it appears that this lead may have perforated the ventricle. No other adverse patient effects were reported.

Manufacturer narrative:
The associated device was reprogrammed and tachycardia therapy turned off. The patient will be seen next week for further evaluation. At this time, this lead remains implanted and in service. No additional information is available. Once a resolution has been reached, this report will be updated.

Event description:
Additional information was reported that a revision was performed and this lead was successfully repositioned. No adverse patient effects were reported as a result of this procedure.